Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Health professional reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified: fold creases, wear abrasion, two curved openings. A leak test was perform and were found two openings. A microscopic analysis identified a curved striated opening on anterior side assessed as surgical damage and a smooth opening on anterior side in the same location of crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Also, observed void on valve side of 2mm. It is out specification (vv) per qa199.06 (texture side) and it is assessed as workmanship. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage. A crease smooth opening due to fold flaw opening.

Event description:
Health professional reported a left side deflation. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed a void in valve side of 2 mm, which is out specification per (B)(4). However, the workmanship found during the device analysis had no relation with the reported event. Even though there is one month above the upper control limit for void in valve, only (B)(4) was involved in (B)(6) 2016. (B)(4), which was involved in the month out of limit, was verified in detail and no issues were found, therefore no additional actions are deemed required at this time. The issue with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Health professional reported a left side deflation. The device has been explanted.